Event description:
The facility rep reported "didn't set right amount, infused to much" on a flogard pump during pt use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No add'l info was avail.

Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes avail.